Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# : (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a company representative via a consumer and a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 946.4mcg/day. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. In (B)(6), the patient had surgery for scoliosis which was unrelated to the pump. Since that time the patient ¿has not gotten therapy¿. The therapy issues were reported as intermittent. On (B)(6) 2015, a catheter revision was performed and the catheter was found to be broken so it was replaced.